Manufacturer narrative:
Please note that the right ventricular lead was implanted in 2005 but the exact implant date is unknown.

Event description:
During follow-up, noise leading to oversensing and inhibition of pacing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was pacemaker dependent. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored remotely. There were no adverse consequences.